Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there were multiple cracks on the insulin pump, including damage near the reservoir compartment. The insulin pump no longer vibrated. The patient's blood glucose at the time of incident is unknown. The insulin pump was returned for analysis.